Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit gave an occlusion alarm with the safety valve open (svo). Customer re-worked the patient circuit and the alarm cleared. Ventilator was put back on the patient. The alarm happened again and the patient saturate dropped. Customer swapped the ventilator out with no reported harm to the patient or user. Customer indicated that there was no harm to patient or user.